Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed lesion being treated was located in the extremely calcified, average tortuous left circumflex (lcx) artery. The lesion was predilated with a 2.0 mm non-bsc balloon and ivus was performed. The physician attempted to place a 2.50x 24mm taxus express 2 drug eluting stent, but was unable to cross the lesion, several attempts were made. It was noted the proximal side of stent strut was not crimped completely on the balloon. Completed the procedure with another 2.50x24mm taxus stent. No pt complications were reported. Patient status reported as "good".